Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 250 mg/dl with large ketones, polydipsia and stomach pains associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and was hospitalized. The patient was treated with intravenous glucose by a health care provider. During troubleshooting with customer technical support, it was reported that the pump was not delivering the correct amount of insulin and after reviewing the total daily dose, it was noted that the basal rates did not match. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.